Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 160 mg/dl, while the sensor glucose was 60 mg/dl. Customer declined to troubleshooting for sensor glucose verses blood glucose issues and threshold suspend alert. Replacement product is being sent.